Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged he was unable to turn the aviva system on and test his blood glucose when he was not feeling well. He ate cake and then "passed out," and his friend called an ambulance. He was transferred to the hospital and admitted for 2 days. He was unable to provide specific symptoms or what blood glucose results were obtained by the emts or hospital. He does not know if he was treated by the emts, and he only remembers being treated with insulin in the hospital. He was unable to report if he passed out due to hypoglycemia or hyperglycemia. He is currently feeling better. The alleged product was replaced and requested for evaluation.